Event description:
"While utilizing the hoyte tips the customer made a hole in the bladder. Dr. (B)(6) claims the hole was a "direct result" of the tip not appropriately filling out the tissue so he could safely separate the bladder. He tried both the small and large tips. He also stated the patients bladder and tissue was challenging, not just the failure of the tip to fill the space." Ref: (B)(4).

Manufacturer narrative:
Reference: (B)(4). Follow up report - initiated manufacturer's investigation, reviewed DHR, no sample returned. *analysis and findings: the reported event is acknowledged but unverifiable as the affected device was not returned for investigative analysis making the possible root cause indeterminable. However, if the affected device is returned the complaint may be reopened and addressed as needed. A review of the lot DHR (attached) did not indicate any abnormality of the assembly or in-process packaging. The two-year complaint history was also reviewed and indicated this to be the first reported incident of its type. *correction and/or corrective action: none - corrective action is not warranted at this time as the affected device was not returned for investigative analysis. The reported event will be monitored for trending. *was the complaint confirmed?. No.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request.

Event description:
"While utilizing the hoyte tips the customer made a hole in the bladder. Dr. (B)(6) claims the hole was a "direct result" of the tip not appropriately filling out the tissue so he could safely separate the bladder. He tried both the small and large tips. He also stated the patients bladder and tissue was challenging, not just the failure of the tip to fill the space." Ref (B)(4).